Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. Caller attempted to reload the cartridge with less than 80 units of insulin remaining, and was advised by technical support to maintain a minimum of 80 units when reloading. The customer wore the pump in a case, and was instructed to remove it and clean the pneumatic tap area. Technical support offered further guidance to ensure the caller could resume insulin delivery, which the caller declined, leading to the case closure.